Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter displayed inaccurately high results compared to another meter and to the patient¿s feelings. The complaint was classified based on the limited customer service representative (csr) documentation since the reporter was unwilling to answer all the questions posed during the call and she also refused to be contacted in future. The reporter alleged that the meter was reading inaccurately about 2 weeks prior to contacting lfs. She was unable to provide any comparisons but reported that the subject meter¿s results were up to 5 mmol/l higher than a relative¿s onetouch verio meter and to her feelings. Meter to other meter comparisons, and meter to feelings/normal results comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter was unwilling to say how the patient manages her diabetes, or what changes, if any, the patient made after obtaining the alleged inaccurate results. She reported that on an unknown date and time about 2 weeks¿ prior to contacting lfs, the patient obtained a result of ¿11.0 mmol/l in the night and she felt good¿, but a few hours later she ¿passed out¿; the reporter associated with hypoglycemia. The reporter stated that her brother had called an ambulance and a result of ¿1-2 mmol/l¿ was obtained on the emergency medical services meter. The reporter was unwilling to answer what treatment, if any, the patient received. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient/reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Passed out, after obtaining alleged inaccurately high results on the subject meter.